Event description:
It was reported that a MitraClip procedure was performed to treat mixed mitral regurgitation (MR) with a grade of 4+ on a patient with prolapsed anterior, prolapsed posterior leaflet and pre-existing flail. Two MitraClip XTW clips were inserted and deployed on the mitral valve. To further reduce MR, a MitrClip XT (60202A1068) was then inserted and advanced to the ventricle. However, while positioning the clip, the clip became caught in chordae, and it was observed that chordal damage occured. The clip was then deployed on the mitral valve, attached to both leaflets. A decision was made to deploy the clip. However, immediately after establishing final arm angle (EFAA), the clip opened to approximately 100 degrees. Troubleshooting was performed, but the issue was not resolved. Therefore, the clip was removed and replaced. A MitraClip NTW (51220R2052) was then inserted and deployed on the mitral valve. However, post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/SLDA). No additional clips were implanted, and the MR was reduced to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.